Event description:
Under-infusion. The pump looked like it was running but it was not. Incident occurred on the general 2nd floor during the night shift. The rate was set to 70ml/hr with a volume to be delivered of 994.8 ml. The clinician removed the pump and continued therapy with another pump. No pt injury reported.

Manufacturer narrative:
The eval is currently underway. A follow-up report will be initiated when the eval is complete.